Manufacturer narrative:
An event of difficulty advancing the delivery system through femoral acces and material deformation was reported. The flexnav delivery system, was returned to abbott for investigation. The bent damage on the valve capsule was found, which is consistent with use-related stress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported difficulty advancing the delivery system could not be conclusively determined. It is possible that patient condition contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6), an unknown navitor was chosen for implantation, utilizing a large flexnav delivery system (ds). The patient presented with severe aortic stenosis, with a medical history of nyha iii, hypertension, diabetes mellitus, and heart disease. While attempting to advance the ds through femoral access, difficulties passing was encountered, and there was inability to access the femoral artery with the system. Therefore, the ds was removed from the patient. While outside the patient, the ds was observed to be slightly recessed within the system capsule, which appeared to be open, and tear at the tip was observed. It was noted that the delivery system had contacted the guidewire before the split tip was observed. A new large flexnav system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.